Event description:
It was reported that the patient's device was working on his right leg when it should have been working on his other leg. Additionally, the patient had "bruising and pain" around the edge of the implant and experienced "soreness" when he tried to stand up for a while. The reporter also indicated that the patient experienced a "shooting pain" in the pocket area that was described as a "light shocking, somewhat similar to an electric fence". The "shooting pain" got intense and then faded a bit. The reporter was unsure if turning the device off was going to help. The reporter also noted that the patient had recently had a fall, but only landed on his knees. It was however unclear if the patient's symptoms started after the fall or happened prior to the fall. It was noted that the patient was charging his device more than expected; having to charge for 5-6 hours and going through battery life in a day. Of late however, the patient's battery had been lasting longer. The reporter indicated that the patient was running his system fairly "high", somewhere in the "6's". It was stated that the patient had maxed out one of his programs up to 10.5v but "didn't really feel stimulation". The patient was scheduled to meet with his healthcare provider (hcp). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6) product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that cause of the event was a fall with possible migration of the lead component. The patient was going to have a physician consult on (B)(6) 2013 to discuss options and a possible revision of the lead. The patient also desired to have more coverage for the pain from the ins system beyond the intended initial coverage. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery had gone dead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they felt random shocks in the back "about 2-3 months after implant - like around (B)(6) of 2013". They also stated that on (B)(6) 2013 stimulation was not covering their pain. It was noted that the patient has a pain pump and is taking morphine at 30mg 3x a day and the physician wants to cut back 90-60. The implantable neurostimulator (ins) was indicated for non-malignant pain/other chronic/intract pain (trunk/limbs).